Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal (gi) bleed using a lantern delivery microcatheter (lantern). During the procedure, the physician advanced the lantern to the vessel without a guidewire and began torquing the lantern. The lantern fractured and was removed in one piece. The physician advanced a second lantern to the vessel. After 15 to 20 minutes of use, the lantern fractured in multiple locations. The lantern was removed in one piece from the patient. The procedure was complete with a non-penumbra microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.